Event description:
It was reported that this right ventricular (rv) lead had dislodged and exhibited intrinsic amplitude out of range. Additionally, the patient experienced thumping sensation in the chest. This rv lead was repositioned successfully. No additional adverse patient effects were reported.